Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv (right ventricular) defib lead impedance alert had triggered due to one high rv coil impedance measurement for the right ventricular (rv) lead. The alert was reset remotely by the clinic and the lead remains in use. No patient complications have been reported as a result of this event.